Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history, but not reproduced during product evaluation. The condition was caused by the air in line sensor being out of calibration. The air in line board was recalibrated to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. Additional info: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During testing by baxter service personnel, a colleague infusion pump experienced failure code 810:11. This event interrupted delivery as the pump was being tested. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.